Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, after the helix mechanism was extended, the lead exhibited high capture thresholds, low amplitude, and a loss of capture. It was suspected that this loss of capture was related to a weakened myocardium. The physician decided to finish the procedure with another lead. This lead was returned. No additional adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, after the helix mechanism was extended, the lead exhibited high capture thresholds, low amplitude, and a loss of capture. It was suspected that this loss of capture was related to a weakened myocardium. The physician decided to finish the procedure with another lead. This lead is expected to return. No additional adverse patient effects were reported.